Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
As reported, the thermogard console sn (B)(6) displayed a tcmid:06 (ce post failure) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.